Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device history review: part # 03.110.007, synthes lot # 6855767, supplier lot # na, release to warehouse date: 19 jan 2012, manufactured by (B)(4), no ncr's were generated during production. Device history batch null, device history review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Investigation summary complaint description: it was reported that on (B)(6) 2018, while restocking a distal radius set in sterile processing, a stardrive screw t8 was found to have bent tip. The tip occasionally will not self retain locking screws. The tip was bent by either too much force or repetitive use. There was no patient involvement. Flow: damage: visual (appearance not as expected) and device interaction/functional. Visual inspection: the returned device was examined and the distal tip was found to be twisted. The observed damage is consistent with the reported complaint condition as such the complaint condition can be confirmed. No further visual defects or deficiencies were noted. Functional test: the retaining ability of the screwdriver was unable to be tested as a mating screw was not returned; the complaint condition was unable to be replicated. Conclusion: after a visual inspection, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis.

Event description:
It was reported that on (B)(6) 2018, while restocking a distal radius set in sterile processing, a stardrive screw t8 was found to have bent tip. The tip occasionally will not self retain locking screws. The tip was bent by either too much force or repetitive use. There was no patient involvement. Concomitant medical products reported: locking screws (part#unknown, lot#unknown, quality#unknown). This complaint involves one (1) device.